Event description:
Drug/diluent: 0.125% bupivacaine. Fill volume: unk. Flow rate: unk. Procedure: total knee replacement. Cathplace: adductor canal block. Date of surgery: (B)(6) 2014. Summary of incident: a pt became hypotensive with systolic blood pressure reported to be in the 60's, although not confirmed per the reported info. A pharmacy tech may have overfilled a cb004 pump to 750ml's. The pt was reported to be treated with fluid and recovered. Description as reported: "there is reportedly a new pharmacy tech who may have overfilled cb004 to 750ml. This is not confirmable by pharmacy nor crna but was an idea brought up after pt became hypotensive. There were two techs "advance filling" a group of pumps as the pharmacy was to have some work on their IV room and would not have ability to fill during that time. One tech was reportedly pulling ns while the other pulled the medication. The order was for 0.125% bupivacaine and it is confirmed with pharmacy manager that this is the concentration that was used. Label on the pump was reported to read 550ml. At some point after pump was connected to pt's adductor canal catheter, pt become hypotensive with sbp reported in the 60's. Pt was reportedly treated with fluids and recovered." Additional info received: (B)(4) 2014. The clinical specialist spoke with the crna who was involved in the investigation of the incident. The crna clarified that the incident was not related to the product. It was provided the pt was (B)(6) old and might have underlying health condition that contributed to the incident. The crna stated they are no longer investigation the incident and no sample or further info will be provided.

Manufacturer narrative:
Method: the device will not be returned for an evaluation and investigation. A lot number was not provided for the device therefore, a review of the device history records (DHR) could not be conducted. Results: as no device was available for an evaluation, no methods were performed; therefore, results cannot be obtained. Conclusion: further investigation are ongoing with the reported info received. If additional info pertinent to this event becomes available, I-flow will submit a follow-up report. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.